Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after squeezing the handle, there was a problem with the firing of the stapler, so the reload did not fire.